Event description:
The customer reported that, during reprocessing, there was a leak in the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the coating on the insertion section was peeling. This report is being submitted for the malfunction found during evaluation (peeling coating). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found a portion of the coating on the insertion section, greater than or equal to one square millimeter, was peeling. A review of the device history record found no deviations that could have caused or contributed to the peeled coating. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the coating peeled due to physical stress, chemical stress, storage environment, etc. However, a definitive root cause of the reported issue could not be identified. User can detect the event properly by handling device in accordance with the following IFU statement: ¿preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ user can reduce/prevent occurrence of the event by handling device in accordance with the following IFU statement: ¿important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." "Reprocessing manual_ general policy precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found." "Storage and disposal warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device. The reported issue (leak) was confirmed during testing due to the bending section being pierced. In addition, the light guide cover lenses were scratched, there was damage to the distal end cover, the bending section cover glue was separated, the connecting tube was dented due to physical stress, the universal cord was scratched, and angulation was reduced. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.